Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found there was deterioration around the edges of the charged coupled device lens, discoloration of the grip, the light guide cover, the light guide connector, the switch box, and the angulation lever, the forceps channel port was corroded, the image produced was distorted during up/down angulation, the distal end was not secure due to peeling of the adhesive, and there was a scratch on the video connector electrical contact. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the cysto-nephro videoscope objective lens adhesive had foreign material on it. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction and additional information based on the legal manufacturer's investigation. B5 has been corrected, and g3 of the initial medwatch should be corrected to 21 dec, 2023 and not 10 dec, 2023 as initially reported. The customer noted that the device was reprocessed by an external sterilization center prior to being returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunction could not be determined. Regarding reprocessing procedure of the cyf-vh, there are description in [cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual]. This may prevent from indicated phenomenon. Olympus will continue to monitor the field performance of this device.

Event description:
The reportable malfunction of a foreign material on the objective lens was discovered by olympus during device evaluation, and not originally reported by the customer. The customer reported event was not a reportable malfunction.